Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported after a new bulb was put in the the xenon light source, it turned orange and then goes to the back up. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated: d8, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported issue ¿the main light going out and the emergency light turning orange¿ could not be determined, however, the issue was likely the result of a faulty power supply unit. Olympus will continue to monitor field performance for this device.